Event description:
It was reported that the patient presented to the hospital for a device exchange procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.